Manufacturer narrative:
Citation: katayama et al. Blood coagulation changes with or without direct oral anticoagulant therapy following transcatheter aortic valve implantation. Am j cardiol 2021;147:88-9. Https://doi.org/10.1016/j.amjcard.2021.01.042. E-published 20 february 2021. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding blood coagulation changes with or without direct oral anticoagulant therapy following transcatheter aortic valve implantation (tavi). All data were collected from a single japanese center between january 2017 and march 2019. The study population included 245 patients (predominantly female, mean age 84 years) who underwent complete transfemoral tavi for symptomatic severe aortic valve stenosis. Multiple manufacturer¿s devices were implanted in the study population. An unspecified number of the 245 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among all patients, four deaths occurred in the 30-day follow-up period. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: myocardial infarction (mi) due to delayed coronary occlusion, ischemic stroke, vascular complications, and major bleeding. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.